Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/11/2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that while using a forcetriad generator and a lf1637 after the third or fourth seal the tissue was stuck in the jaws of the device and it caused some bleeding. The surgeon was able to stop the bleeding and there was no further patient injury. It is unknown how much bleeding occurred. The device was cleaned frequently with wet gauze but would still stick right after cleaning. There is no further information available from the customer.

Manufacturer narrative:
(B)(4). One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported device stuck on tissue. The reported condition was not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The jaws did not become stuck on the tissue at any various size vessels, as the customer reported. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.